Event description:
Customer reported a channel disconnect alarm while loading the administration set into channel b prior to the start of surgery in cvor. No pt harm reported. Although requested, no additional pt or event details were provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been returned. A f/u report will be submitted with failure investigation result should the device be returned for eval.